Manufacturer narrative:
No complaint was received with the return of the device. A partial distal portion of the lead was returned in one piece. Failure event observed during analysis. Final analysis found clavicular crush noted 30.0-30.6cm from the distal tip. The etfe coating was intact in this region.

Event description:
This report is to advise of an event observed during analysis.